Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4). At 12:07 pm, the result was 3.7 inr. At 12:15 pm, the result was 3.9 inr. A laboratory test was performed at 2:00 pm and the result was 2.5 inr. The reagent used was requested, but was not known. At 3:37 pm, the result was 3.6 inr. At 4:39 pm, the result was 4.0 inr. A different finger was used for each test. There was no allegation of an adverse event. The customer had no antiphospholipid antibodies, no hematocrit issues, no direct thrombin inhibitors. The customer had some bruising, but no medical treatment was sought. The therapeutic range was 2.0-3.0 inr or 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 314048) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 314048) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.